Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error and back light sometimes does not work. The customer's blood glucose value was unknown. Customer stated they had unexplained no delivery alarms and sometimes still occur after a site change also pump rewinds slower than it has in the past. The devices will not be returned for analysis.